Manufacturer narrative:
Corrected data d10 device available for evaluation h3 device evaluated by manufacturer h10 manufacturer narrative additional information d3 establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office f3-5 name, email address, attn name in the address - line 2 and phone number f7 type of report f14 establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office g1-g2 name, email address, address - line 1, address - line 2, city, state, post office and phone no. G1-g2 continued email address and attn name in the address - line 2, and state g7 type of report h2 follow-up type h6 event problem and evaluation codes manufacturer narrative: the customer reported that the cns device rebooted on its own. The device was not sent in for evaluation as, after it restarted, there were no issues present and it is working properly. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. H3. Not evaluated reason: device not returned.

Manufacturer narrative:
The customer reported that the cns device rebooted on its own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns device rebooted on its own.